Event description:
Customer reported that they restored the failed aqc (automatic quality control) parameters (po2 and pco2) and run 3 patient samples between 6am and 2pm on (B)(6) 2015. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have restored failed aqc parameters and run patient samples. Customer has been advised that there are security levels that could prevent tech going in and restoring failed aqc parameters. Customer denied, stating that they do not want to lock their techs out of diagnostics. Customer indicated that they re-trained their staff. Customer will be provided with "security levels" information. The issue has occurred due to an operator error. Instrument is performing as intended.